Manufacturer narrative:
On previously submitted report, section "describe event or problem" in box b was incorrect. It should be - a ventilator was returned to a third-party service center for service due to an allegation the devices lcd screen failed. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer's complaint was confirmed. The device's lcd display needs to be replaced to address the issue.

Event description:
A ventilator was returned to a third-party service center for service due to an allegation the devices lcd screen failed. There was no harm or injury reported. The device has yet to be evaluated. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.